Event description:
Baxter australia received a report that a folfusor had reportedly leaked before patient use. The device was filled with a 126.5 ml solution containing 4800 mg of fluorouracil in 0.9% saline. The leak was evidenced by the presence of precipitate on the cap around the fillport. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received photos of the sample for evaluation. Photographic evaluation confirmed the reported condition of leak. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Additional narrative: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.